Event description:
It was reported by international mallinckrodt facility that inflation could not be maintained on one (1), size 5 sct, single cannula cuffed tracheostomy tube. The device was tested prior to placement and had been in use approximately one (1) week when the inflation line became severed/separated. There was one (1) pt involved with no reported pt injury. The involved 5 sct device was returned to the MFR on 05/28/99 for decontamination, analysis and investigation.